Event description:
The customer returned the colonovideoscope, which is an olympus asset for a separate issue. During the evaluation of the device, foreign object inside the secondary water supply tube and image noise was observed. The service repair technician indicated that the most likely cause of the foreign material finding was not established and for the image noise was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the foreign material finding is not established and for the image noise is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.